Event description:
It is reported that the pt is experiencing pain, and slight lucency under the tibial component has been observed on radiographs.

Manufacturer narrative:
Review of primary notes does not indicate root cause. Notes dated 12/23/2014 indicate the patient is satisfied and x-rays were reported to show good position and fixation. Ap view x-rays show the tibial plate slightly undersized laterally. The femoral component appears to be implanted with correct fit and orientation. In ml view, the tibial plate appears undersized anteriorly with slight notching of the femur. Notes dated 12/11/2015 indicate the patient is experiencing pain, but x-rays were reported as unchanged. Review of these x-rays indicates change in the tibial plate in the ap view; radiolucent gap has developed laterally. Radiolucent lines also developed distally between the pegs. In ml view, the tibial plate has subsided anteriorly and shows anterior radiolucent gap. Radiolucency is visible at anterior chamfer cut of the femoral component. Notes dated 03/11/2015 state the patient is still complaining of pain and x-rays at this time report the beginning of radiolucency anterior and posterior to the tibial plate. Review of these x-rays does not show significant change from previous x-rays. Package insert states "loosening of the prosthetic knee components" is an adverse effect, and is a known inherent risk. While a definitive root cause cannot be determined for this event, it is of note a field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number.

Manufacturer narrative:
This report will be amended when our investigation is complete.